Manufacturer narrative:
Company comment: due to the very limited information, it is not possible to make a proper medical evaluation of the case. The case will be followed up for more details.

Event description:
Suspect about an overdose of insulin [overdose], died [death]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a tv newscast from (B)(6), concerns a (B)(6) old male patient with type 1 diabetes mellitus, who was treated with novorapid (fast-acting insulin aspart), and novopen 3 demi (insulin delivery device) therapy, and "died", "suspect about an overdose of insulin" beginning on an unknown date. Patient's height: not reported. Medical history included type 1 diabetes mellitus (duration unknown). The patient had reportedly been taking novorapid and novopen 3 demi on unknown dates. Action taken to novorapid and novopen 3 demi was not reported. It was reported that the patient was found dead in a river. The patient's mother reported that the child had slept and on the following day, the child was not at home. Patient's stepfather called the police to register the case as the child had disappeared. A few days later, the child was found dead in a river in another city. It was informed by the mother that her son had type 1 diabetes and was using novorapid insulin. It was also shown a photo and the legend of the photo was insulin pens of child's treatment that is with the police. The police suspected about an overdose of insulin that might have led to the child's death. The final result of the biopsy was not yet shown on the television. This case is linked to (B)(4) (patient's stepfather).